Manufacturer narrative:
Batch review performed on 08 april 2022: lot 130148: (B)(4) items manufactured and released on 18-apr-2013. Expiration date: 2018-03-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event since 2018.

Event description:
At 6 years 8 months after the primary, the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the stem, head, and liner. The surgery was completed successfully.